Manufacturer narrative:
(B) (4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment. The repair was performed (B) (6) 2009. Cook inc. Was made aware of the event 12/14/2009. Without additional info or images, we are unable to determine a root cause at this time. The manufacturing records of the complaint device were reviewed and no abnormalities were detected. If additional info or images are received, the appropriate sections of the complaint report will be updated. The type iii endoleak is investigated under 1820334-2010-00033. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.

Event description:
A male pt underwent aaa repair on (B) (6) 2009. The pt's anatomical form was suitable for endovascular repair. The procedure was conducted as labeled. A final angiography revealed proximal and contralateral distal type I endoleak. The physician additionally placed a large stent of another manufacturer at the proximal neck and placed additional iliac leg to contralateral distal portion. And then, it was confirmed that the proximal and contralateral distal type I endoleak was resolved, but that type iii endoleak occurred around from the z stent suture hole of the main body graft. (1820334-2010-00033). In order to treat the type iii endoleak, the physician additionally placed a main body extension which resolved the endoleak. The pt's condition had no problem after the procedure.